Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a programming wand was not able to interrogate a demo generator and the data rec'd light was flashing slowly. A company rep performed a battery change and checked all connections but the issue prevailed. The wand was returned to the MFR for product analysis. Product analysis revealed the serial data cable had an open conductor which produced communication errors. After the serial cable was substituted by a good known bench serial cable, all communication errors cleared.